Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was confirmed that the catheter was inadvertently cut during surgery. It was reported the catheter was repaired at that time. It was reported the patient had chronic pain due to a central cord spinal cord injury. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 430mcg/ml baclofen at 43mcg/day and 1000mcg/ml morphine at 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the proximal end of the catheter was inadvertently cut during pump replacement surgery. It was stated that the catheter was repaired at the surgery using 8596sc revision cut. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.